Event description:
Newly received information. Indicates, that the device associated with this report is not PMA approved. Rendering, this report not MDR reportable.

Manufacturer narrative:
Newly received information. Indicates, that the device associated with this report is not PMA approved. Rendering, this report not MDR reportable.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "on the left the implant is intact, is contoured by folds and there is a thickening of the capsule, that indicates the beginning of a capsular fibrosis. No evidences on axillary lymph nodes." Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported "on the left the implant is intact, is contoured by folds and there is a thickening of the capsule, that indicates the beginning of a capsular fibrosis. No evidences on axillary lymph nodes." Device has been explanted. This relates to the left side.

Manufacturer narrative:
While the previously submitted emdr reported that the affected device was not PMA approved, newly received device information indicates that it is now again PMA approved rendering this report MDR reportable. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease folding of implant: not observed. ¿ deformation: unable to observe since the device is ruptured. ¿ pain: unable to observe as it is not related to the device. As per the investigation procedure, observed broken on anterior side assessed as unidentified (tear) opening and observed opening on anterior side assessed as surgical damage. (Shell thickness within specification) and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.